Manufacturer narrative:
This event was reported through voluntary medwatch report # mw5069165. Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged perforation of the ivc wall and detachment of filter limbs as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: possible complications include, but are not limited to, the following: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight years eleven months post inferior vena cava (ivc) filter deployment, the patient had acute flank pain radiating to the leg and epigastric pain. The filter was found to have limbs extending beyond the caval wall and into the psoas muscle and duodenum in addition to three detached filter limbs. The patient was transferred from an outside hospital for retrieval of the filter. Access was gained into the jugular vein and a snare was used to retrieve the filter and three detached limbs from the ivc. A small fragment of a filter limb remained extravascular. The patients pain resolved and there were no plans to retrieve the retained filter fragment.